Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced a pulmonary embolism and needed an MRI. It was suspected that the embolism was not related to the device. Nevro attempted to confirm the medical assessment but no additional information was available. The patient is scheduled to have an MRI and there have been no reports of further complications regarding this event.